Event description:
It was reported that the patient noticed a leakage of chemotherapy product (5-fluorouracil) with skin contamination. It would be a crack at the injection site of the y-connector. In addition, a venous return and blockage of the implantable chamber by probable coagulation were reported. The same incident was noted by a nurse when the gripper was replaced.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The lot 4218799 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured. The complaint returned unit was visually inspected at 12 inches to 16 inches under normal conditions of illumination. One sample was received for evaluation; the returned sample was received decontaminated and without its original package inside a plastic bag. The root cause is that the product became damaged after left the shm facility, because the material undergoes 100% occlusion test, and the components are required to be in good condition to be able to perform the test. No actions taken up today since the failure is not associated to manufacturing process.